Event description:
It was reported that following the implant procedure, the pocket was reopened due to a ventricular sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.